Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 2/25/2022, it was reported by a sales representative via phone that an ar-2941gm-cp gluteus medius tendon repair kit anchor was placed and the knotless mechanism would not splice and both anchors pulled out. Surgeon opened another gluteus medius tendon repair kit and and the second anchor also pulled out. Surgeon removed both anchors and all sutures. Case was completed with a 3mm knotless suturetak. This was discovered during a gluteus medius tendon repair of the hip on (B)(6) 2022.